Manufacturer narrative:
(B)(4). The actual device was not received; however, companion samples were received and evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who had a clamshell come undone during therapy for peritoneal dialysis. The patient was connected for infusion at the time of the incident. It was reported that the incident occurred with two separate clamshells. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction was identified. A batch review was conducted for potentially associated lot numbers 13e13h12 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A companion sample was received and an evaluation was performed. Visual inspection and functional testing was performed with no issues noted. An evaluation of the companion sample was unable to confirm the reported problem. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).